Event description:
The customer states that discrepant architect ca 19-9xr results were generated for one patient. Data provided below. Initial result = 3 u/ml repeat result = 117 u/ml re-repeat result = 70 u/ml no other patient information is available. An investigation is pending. There was no report of impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Quality records and labeling was reviewed. Testing was not performed for this investigation. An investigation was performed in response to the customer complaint. As a part of the investigation, customer complaints received to-date were reviewed and the review of this data did not identify any problems. Specifically, there was no increase in the number of complaints related to the discrepant patient results while using the reagent lot number in question (58430m200). No specific reason could be provided why the customer experienced this issue. However, based on the data described in the complaint, the reproducibility of the five replicates was improved after centrifugation. The architect ca19-9 xr package insert, specifically the section - specimen collection and preparation for analysis - states , serum and plasma specimens should be free of fibrin, red blood cells, or other particulate matter. Centrifuge serum and plasma specimens containing fibrin, red blood cells, or particulate matter prior to use to ensure consistency in results. Also - ensure that complete clot formation in serum specimens has taken place prior to centrifugation. Some specimens, especially those from patients receiving anticoagulant or thrombolytic therapy may exhibit increased clotting time. If the specimen is centrifuged before a complete clot forms, the presence of fibrin may cause erroneous results. The package insert also states - multiple freeze-thaw cycles of specimens should be avoided. Specimens must be mixed thoroughly after thawing, by low speed vortexing or by gently inverting, and centrifuged prior to use to remove red blood cells or particulate matter to ensure consistency in the results. Sample from the middle of the tube to avoid any particulate on the top or bottom of the sample. Based on the investigation performed, no issues were identified to the complaint that would indicate that there is a product deficiency. This is a final report.